Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a surgery, both t's of two (2) ultra fast/fix assembly, fell off simultaneously during the first deployment. The procedure was performed using an equivalent s+n back-up. It is unknown if there was any surgical delay. No further complications were reported.

Event description:
It was reported that, during a meniscus repair surgery, both t's of two (2) ultra fast fix assembly, fell off simultaneously during the first deployment. The ts were removed from the patient with suction. The procedure was resumed, after a non-significant, using an equivalent s+n back-up. No further complications were reported. Patient's status is good.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information on a1, a2, a3, a4, b5, e1 & h6 (health effect - impact code).

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: part of the device, used in treatment, was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The variable depth straw was returned uncut and off the device. Bio debris is present. A functional evaluation could not be performed because both implants have already been deployed. An evaluation of the customer provided image was performed and found in the first picture the needle of the device with no implants or suture visible. The second picture shows the suture with one implant attached to it. The failure can't be evaluated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, the need for corrective action is not indicated.